Event description:
The customer reported using this product to treat a pulled a muscle in her neck. When the patch was removed, an area of skin was removed as well. Family relatives in the medical profession, a nurse and a pharmacist, advised her that the area looked like second degree burn. She used triple antibiotic ointment and gauze pads to treat the area which is healing and beginning to scab over.

Manufacturer narrative:
No product has been received to date for examination and testing to determine the root cause. No lot number has been provided to date for trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices and therefore, is submitted voluntarily and proactively by the manufacturer to enhance product safety and pharmacovigilance.